Manufacturer narrative:
The mean age was 43.6 ± 13.0 years. The occurrence date is between january 2009 and december 2011. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. Article citation: cheng chia, lee., kun hua, tu., hsiao hui, chen., ming yang, chang., cheng chieh, hung (2016). Risk factors for drainage requiring ascites after refractory peritonitis in peritoneal dialysis patients. Int urol nephrol (2016) 48:1721¿1730. Doi 10.1007/s11255-016-1376-y. (B)(4).

Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis resulting in symptomatic ascites. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics. On an unreported date the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Subsequently the patient developed ascites requiring percutaneous drainage and prolonged hospitalization. The patient outcome was not reported. Additional information is not available.